Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the cap at the end of the tubing. The cap at the end of the tubing was ¿unsuitable¿ which resulted in a fluid leak. The device filled with unspecified chemotherapy, was observed to be leaking into the bag containing the device prior to patient use. No additional information is available.